Event description:
On (B)(6) 2013, the nurse observed bright red blood pooling at the wound site, and 300cc of blood in the canister. The pt was sent to the emergency room. Per the pt's medical record, the pt was admitted to the hospital the same day. The wound was cauterized and the pt received two units of red blood cells. The pt was discharged on (B)(6) 2013.

Manufacturer narrative:
It cannot be determined that the alleged hemorrhaging is related to v.a.c. Therapy. Kci has not been able to obtain sufficient info to establish a root cause. On (B)(4) 2013, kci field svc tested the device per quality control (qc) procedure and determined the unit met specifications prior to pt placement the same day. On (B)(4) 2013, the device was returned to kci for eval. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit. Device labeling, available in print and online, states: with or without using v.a.c. Therapy, certain pts are at high risk of bleeding complications. The following types of pts are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Pts who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts) /organ; infection; trauma; radiation; pts without adequate wound hemostasis; pts who have been administered anticoagulants or platelet aggregation inhibitors; pts who do not have adequate tissue coverage over vascular structures. If v.a.c. Therapy is prescribed for pts who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c. Therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c. Therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c. Therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding.